Manufacturer narrative:
D1 - brand name, d4 - catalog number, h3 and h6. Evaluation codes: updated. Received one custom device for investigation. There was no part or lot number provided. Using the limited information of the end users age at the time of the incident and identifying the product characteristics of the returned part the returned product was identified as catalog number ft23hn40nge141n; it was initially ordered by the reporting facility. There have been two lots manufactured: gb009966 for 3 pieces on 14-aug-2023 and gb009966 for two pieces on 30-oct-2023. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the identified lot numbers. A visual inspection of the device revealed the plastic iso connector that is attached to the hub was cracked. Based on the appearance of how the connector was cracked completely around the hub perimeter, the device may have been forcefully disconnected from a breathing accessory without the use of the supplied disconnect wedge. The complaint confirmed that the connector is cracked; but the investigation did not conclude that the defect was the result of a manufacturing defect.

Manufacturer narrative:
D4: item number and lot number, h4: mfg date are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach broke during transport. Patient's trach changed to same size trach by trained primary caregiver (mother) during transport. There was patient involvement and no patient harm/adverse event reported. Ncolita on (B)(6) 2024.